Event description:
The customer contact reported a whitescreen software error. The device was returned to the biomedical department from an unknown floor with a note that stated "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device alarmed with a watchdog whitescreen error. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.